Manufacturer narrative:
An analysis of the left ventricular assist system (lvas) system controller log file shows that the reported pump stop event was caused by a depletion of the 14v batteries followed by a depletion of the backup battery. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 years, 10 months.. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was found expired at home on (B)(6) 2017. Interrogation of the system controller history showed low voltage advisories on (B)(6) 2017 and then the final on (B)(6) 2017 at 22:27 with the next alarm being no external power. The log file was reviewed by the technical service representative and confirmed that the system controller went into power save mode due to a low battery hazard on (B)(6) 2017. The patient did reconnect power sources, mitigating the use of the system controller backup battery. On (B)(6) 2017, the system controller entered power save mode again due to a low battery hazard. The system controller backup battery again provided power to the pump until the battery was completely drained of power. The next line of the log file shows the date of (B)(6) 2001 at 1:00:00 am confirming that the system controller¿s backup battery had depleted, and the pump had stopped. During these events the pump did perform as designed and maintained set parameters. It was revealed that the patient only utilized battery power throughout the log file. No additional information was provided.